Manufacturer narrative:
The manufacturer is attempting to acquire the device for further evaluation. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. The vad coordinator reported that the patient had "more concentrated urine" and complaints of more fatigue. The patient was asked to come to the outpatient department for evaluation and was then admitted. Found to have elevated ldh. The vad interrogation revealed a pump stop early the same morning. The patient was admitted, placed on medication, echo, and CT completed. On (B)(6) 2014, the vad interrogation revealed power spikes. Patient with shortness of breath, anemia, hemolysis, and hematuria. The log filed showed that the pump was operating normally until (B)(6) 2014 when the pump stopped intermittently. During this time the power was elevated. The patient received a pump exchange on (B)(6) 2014.

Manufacturer narrative:
A correlation between the device and the reported event could not be determined. The explanted device was not returned for evaluation. A review of device history records for this device showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.

Manufacturer narrative:
The user facility medwatch report was received from the (B)(4) registry. The user facility number was not provided. (B)(4).

Event description:
Additional information was received from the (B)(4) registry stating: urgent office visit for "(B)(6)" colored urine, increased fatigue, exertional sob, 1 device alarm, upon device interrogation 1 pump stop. Heparin drip started for suspected pump thrombosis.